Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic omega loop procedure, while stapling the stomach near the fundus, the powered stapler stopped firing and refused to continue. There as a big gap between the handle and the point where the adapter was connected. This made the adapter shaking and caused the problems during firing. There was also a poor staple formation and the distal staple line was incomplete. Another cartridge was used after the handle was changed to fix the line and complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the articulation, rotation, close/fire, open and push to fire buttons and knobs on the handle possessed paint ware typical of improper cleaning of the device. In addition, the quick connect and nose cone was no longer seated properly. The electrically erasable programmable read-only memory (eeprom) was evaluated and it was noted that the error code was present in the event log for current and previous uses. This error occurs when the firing rod does not detect a hard stop during calibration. Since the quick connect and nose cone were not seated properly, the trilobe was unable to engage the trilobe shaft of the adapter and as a result the firing rod did not detect the hard stop and timed out. A review of the device history record indicates the product was released meeting all quality release specifications. Replication of the improperly seated quick connect may occur due to improper reprocessing of the device. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of improper cleaning that has no relationship to the reported condition. If information is provided in the future, a supplemental report will be issued.